Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead had previously received inappropriate shocks. The pocket was opened and it was observed that the rate/sense portion of this lead had been abraded. The rate/sense portion of this lead was capped and a new rate/sense lead was placed. Subsequent information several years later indicates that during a revision procedure of this patient's system it was noted that this lead had been repaired or attempted to be repaired at a previous date. An allegation was received that this product had fractured. The lead was surgically abandoned. No further adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.